Event description:
It was reported that patient had left hip revised due to elevated cobalt and chromium levels (metallosis). Surgeon converted to a constrained liner.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown 36 v40 cobalt chrome plus-sized head. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. The device not available.